Manufacturer narrative:
Gillmann, kevin, et al. "Anterior chamber xen gel stent movements: the impact on corneal endothelial cell density." Journal of glaucoma, january 2019, p.1 - 13. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of device migration, high intraocular pressure, fibrosis, flat bleb, device migration and corneal contact with small circular opacity at the endothelial level are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Reported events of intraocular pressure increased, flat bleb, stent was not visible through the conjunctiva but a 3 mm segment of the xen stent was visible within the anterior chamber, in close proximity to the cornea and small circular opacity at the endothelial level in the left eye were noted in the article "anterior chamber xen gel stent movements: the impact on corneal endothelial cell density." Journal of glaucoma, january 2019, p.1 - 13.